Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2016 with the following findings: investigation revealed a cracked battery compartment. Unrelated to this issue, the pump casing was cracked near the top right corner of the display lens at the case seal. In addition, the audio bolus button cover was missing, making further testing of the bolus button functionality impossible. (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 07/14/2016. Investigation revealed a cracked battery compartment.